Event description:
Patient received original right hip hemiarthroplasty in 2005 (unknown date). Review of physician office notes revealed the patient on (B)(6) 2012, was examined by orthopedic surgery that eas concerned over bipolar head used in the 2005 surgery just not acceptable for the patient. The patient received surgery at hospital (B)(6) 2012, for revision of cup, head and neck of the right hip area status post hip pain and right hip mechanical complication. The procedure involved removing the bipolar head of the patient. A new prosthesis was placed for the patient and the patient was reported to tolerate the procedure with no complications. Notes of surgery: "head was removed being careful not to pull on the prosthesis. The stem was tested by just manipulation." After the correction, the patient was closed and sterile dressings and drain applied. The patient was discharged home. No information could be found as to whom the device was malfunctioned.